Event description:
It was reported that about one month post-implant, the patient was in the emergency room with dizziness, nausea, vomiting, and chest and lower back pain. Pericardial effusion was noted on echocardiography and there was a possible lead perforation. Follow-up did not yield any additional relevant information regarding this event. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).